Manufacturer narrative:
Complaint (B)(4). Received loose pc 450230/b19013gc for evaluation. We have no further complaints on the materials/batches. A review of production documentation of the reported material/batch shows no indications of deviations related to the reported error. No irregularities were detected throughout the entire manufacturing process. The customer returned samples were visually checked; no deviations could be detected. Samples were functionally checked (with vacuette needles); no spin-out could be detected. The thread of the holder was measured; all values were found to be within tolerance. We forwarded the complaint and some of the samples to our supplier from which we receive the needles. According to their investigation and comments, manufacturing and inspection records of the concerned material/batch were reviewed and no abnormalities which could be related to the reported event were observed. Ten greiner blood collection tubes were inserted onto each tested sample and no spin-out could be observed. The complaint could not be confirmed.

Event description:
Customer states that when phlebotomist attempted to engage the first tube, the holder came off and the needle remained in patient's arm.